Manufacturer narrative:
Corrections: please refer to section d9/h3, the device was disposed by the customer. The reported event that could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A potential non-conformity report was nonetheless initiated to address this event. The comprehensive root cause analysis of the potential ncr included a surface and microstructure analysis as well as nano-indent hardness measurement of variax1 and variax2 screw samples by the fraunhofer institute on behalf of stryker. Further internal investigation efforts were focusing on the anodization color difference between variax1 and variax2 screws. Significant differences between the screws which could result in the reported complaints have not been revealed in either fraunhofer or stryker investigations. Excessive in-house handling and bench testing with variax2 screws from various manufacturing batches showed that locking is achieved as intended. The desired increase in torque indicating to the customer that the screw is locking in the plate, can be confirmed. Since neither the catalog number nor lot number of the device was communicated, a review of the device history was not possible. A review of the labeling did not indicate any abnormalities. Considering the information given and based on the above investigations a root cause of the reported event could not be determined. If any further substantial information is provided, the investigation report will be updated. H3 other text : device disposed by the customer.

Event description:
As reported: stryker representative reported that customer had issues engaging the locking screws into the locking holes of a plate. The surgeon reported: "when I put locking screws in 2 of the distal holes, they were not locking in the plate and kept spinning. Hence I had to select a new plate and the same screws were fine with the new one. There were no adverse consequences so far. But it was not ideal to remove the plate and apply a new plate again in osteopenic bone."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: stryker representative reported that customer had issues engaging the locking screws into the locking holes of a plate. The surgeon reported: "when I put locking screws in 2 of the distal holes, they were not locking in the plate and kept spinning. Hence I had to select a new plate and the same screws were fine with the new one. There were no adverse consequences so far. But it was not ideal to remove the plate and apply a new plate again in osteopenic bone."